Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the 2.0 drill guide came apart from the device. This piece was not returned with the device. This device exhibits signs of significant use and wear. A medical investigation was conducted and confirms per report, all the broken drill guide broke pieces were recovered from inside of the patient. Per communications, the procedure completed using an s&n backup device. Since there was no delay in the procedure or harm to the patient, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the 2.0 drill guide came apart from the device. This piece was not returned with the device. This device exhibits signs of significant use and wear. A medical investigation was conducted and confirms per report, all the broken drill guide broke pieces were recovered from inside of the patient. Per communications, the procedure completed using an s&n backup device. Since there was no delay in the procedure or harm to the patient, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.additional information: g1

Manufacturer narrative:
(Health effect - impact code & component code). Results of investigation: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per report, all the broken drill guide broke pieces were recovered from inside of the patient. Per communications, the procedure completed using an s&n backup device. Since there was no delay in the procedure or harm to the patient, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Without the actual product involved and/or device information, our investigation cannot proceed. Internal reference: (B)(4).

Event description:
It was reported that, during an unspecified surgery, the double-ended drill guide broke when drilling. All pieces were recovered. The procedure was finished using a s&n backup device. Surgery was not delayed. The patient was not harmed beyond the stated event.